Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with implantation of a 650cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient¿s right breast appeared smaller. Consultation with a medical professional indicated a possible deflation of the right breast implant. As a result, the patient will undergo removal and a replacement with 700cc mentor smooth round moderate plus profile on (B)(6) 2022.